Event description:
The patient presented to the hospital with a reported heart rate of 10 bpm. The device was increased to 7.5 v, 1.4 ms to resolve the loss of capture. The next day, there was no capture and no back-up pulse was seen on an external EKG. The device was confirmed to be delivering 7.2 v when it was programmed to 7.5 v. The unipolar pacing threshold was 5.25 v, 1.4 ms and unipolar lead impedance was <200 ohms. The device was left programmed to 7.5 v, 1.4 ms bipolar.